Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the device was in the body, over the wire, but not yet pulled to the desire number or deployed, and the tech went to remove a towel near the manta and also grabbed the wire and pulled the wire completely out. The physician continued with the deployment. He then took a contralateral and it looked like he obtained a good closure. But once he cut the suture, the site began pulsatile bleeding. Completed with a different device, used a balloon to tamponade, then used 2 covered stents to stop bleeding.